Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the unknown component at the cement to implant interface.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. Septic work-up did not show evidence of sepsis. The surgeon reported the tibial component was grossly loose and removed without any sort of impaction. He noted no cement to the prosthesis, and the cement mantle was well penetrated into bone. He indicated some osteolysis to the femoral component, and the femoral component came of relatively easily. The surgeon did not comment on the patella and it was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: on (B)(6) 2016. Dor: on (B)(6) 2018. (Rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: (lot, catalog, UDI, expiration date), (no code available (3191) is used to capture the medical device removal). Corrected: patient identifier, brand name, device name, and implant date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.